Event description:
The insulation on the tip of the disposable laparoscopic metzenabaum scissor slipped off the instrument into the patient's abdomen. The doctor saw this occur on the screen and was able to remove the broken piece from the patient's abdomen.